Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricle lead exhibited failure to capture, high pacing impedance, over-sensing noise, sensing issue of r wave amplitude variation, and the lead was suspected to be fractured. The lead was explanted and replaced. Patient was stable.